Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the steps taken to reduce the tingling sensation in the right leg was determined to be that the patient had lowered the amplitude. The patient has been gradually increasing the level. So far, the tingling has not returned, so the patient will continue to increase it until she gets pain relief. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported that the patient has been having a lot of trouble with tingling down her right leg. On (B)(6) 2019, the patient had tavr (transcatheter aortic valve replacement) surgery, noting that she had a new valve put in the right aortic valve of her heart. The patient mentioned that they put a wire down during the procedure, but she was not sure what it is for. It was noted that the patient¿s implantable neurostimulator is implanted in her left hip. The patient¿s husband had turned the implantable neurostimulator off prior to the tavr procedure and turned it back on when she returned home on (B)(6) 2019. The patient¿s husband always turns the implantable neurostimulator off prior to having any kind of testing/scans and turns it back on when the patient gets home. Since the implantable neurostimulator was turned on, on (B)(6) 2019, she has felt ¿really bad¿ tingling in her right leg. They have tried to decrease the amplitude down from 5.20 volts to 4.50 volts on group b to try to resolve this issue. It was confirmed that the patient programmer was showing 4.50 volts on group b in the upright position. The patient was feeling the tingling in her right leg in all positions. The tingling in her right leg went away immediately after turning the stimulation off. It was advised that the patient decrease the amplitude to as low as she feels appropriate, and then gradually increase the amplitude and monitor how her body responds. If this did not resolve the issue, the patient was directed to contact a healthcare provider for further troubleshooting. There were no further complications reported or anticipated.